Event description:
It was reported that impedance testing ranges were between 300-500 ohms and electrode 13 showed greater than 10,000 ohms. "Program a guard cathode" was reported and the patient was not feeling any stimulation. It was unclear what the previous statement meant. Reprogramming was done using different electrodes (0-8+) and the patient could feel "slight pain" in the back where the implantable neurostimulator (ins) was implanted. It was stated that it "did not radiate to the foot." It was unclear whether this was referring to the pain, stimulation, or something else. A vibrating sensation was experienced. The electrode impedance was retested and the range was 287-528 ohms. Electrodes 10 and 11 impedances were in range of 500 ohms. When programming using those electrodes (10-11+), with an amplitude up to 9.5v, the patient felt a "little stronger vibration" over and under the ins. This vibration was specifically felt where the leads connect to the ins. With stimulation off and palpation, the sensation could not be reproduced. A day later, it was reported that an x-ray showed that the lead had migrated down to the generator site. The physician planned to do a revision of the leads. About two weeks later, it was reported that a date for the revision surgery had not been scheduled. A follow up report will be sent if additional information becomes available.

Event description:
It was reported that the patient was hospitalized for pancreatitis and had a lot of nausea and vomiting during this time. He kept his stimulation off during the hospital stay because he was getting IV meds for pain. It was noted that the patient had an egd and CT scan done during the hospitalization. After the hospitalization, he noticed loss of therapy. The patient experienced a loss of bilateral stimulation in the legs and could only feel a slight stimulation at the ins pocket that went into his right buttock. An impedance measurement found that all pairs with electrode 13 were over 10,000 ohms. All other pairs were on the low side, in the 200-300 ohm range. Group impedance on a1 was 241 ohms and a2 was 289 ohms. It was noted that group impedance seemed low for the patient's given settings (a1 at 2.5v, 360us, 40hz, 4+5-6+; a2: 2.5v, 450us, 10+11-12+). It was reported that they had tried reprogramming and the patient continued to only get stimulation in the pocket and buttock. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).

Manufacturer narrative:
(B)(4).